Event description:
It was reported, during a transcatheter aortic bioprosthetic valve (tav) implant procedure, in a patient with minimal calcification on the native aortic valve leaflets, a pre-implant balloon dilation was performed. The delivery catheter system (dcs) and loaded tav were inserted into the patient and advanced to the aortic annulus. Upon the first deployment attempt, at eighty percent, the tav dislodged into the ascending aorta. The valve was recaptured into the dcs. The dcs was repositioned and a second deployment was attempted. At eighty percent deployment, the tav dislodged into the ventricle. The tav was recaptured into the dcs a second time. On the third deployment attempt, at a depth of 4mm on the non-coronary cusp and 5mm on the left coronary cusp, the physician paused for twelve minutes to confirm the valve maintained the implant depth. After full deployment, the valve dislodged ventricular to a suboptimal position at the valve waist and an unspecified severity of paravalvular leak was observed. A snare was used on both paddles of the valve frame and the tav was pulled up into the ascending aorta were it remained. It was unknown if a second valve was implanted andactive. No patient complications were reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device and cannot be excluded as a potential contributing factor to the adverse event: brand name: evolut fx dcs; product ID: d-evolutfx-34; lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: not implantable; FDA site ID: (B)(4). H6. The codes present correspond to multiple components/products that comprise this reported event. Additional codes. The codes present correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during a transcatheter aortic bioprosthetic valve (tav) implant procedure, in a patient with minimal calcification on the native aortic valve leaflets, a pre-implant balloon dilation was performed. The delivery catheter system (dcs) and loaded tav were inserted into the patient and advanced to the aortic annulus. Upon the first deployment attempt, at eighty percent, the tav dislodged into the ascending aorta. The valve was recaptured into the dcs. The dcs was repositioned and a second deployment was attempted. At eighty percent deployment, the tav dislodged into the ventricle. The tav was recaptured into the dcs a second time. On the third deployment attempt, at a depth of 4 millimeters (mm) on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc), the physician paused for twelve minutes to confirm the valve maintained the implant depth. After full deployment, the valve dislodged ventricular to a suboptimal position at the valve waist and an unspecified severity of paravalvular leak (pvl) was observed. A snare was used on both paddles of the valve frame and the tav was pulled up into the ascending aorta were it remained. It was unknown if a second valve was implanted and active. No patient complications were reported as a result of this event. Additional information was received that a medtronic guidewire was used during the implant procedure. The deployment starting point was at the mid pigtail. A post-implant balloon aortic valvuloplasty (bav) was not performed prior to valve dislodgement. After valve dislodgement, the implant depth on the ncc and lcc was approximately 20 mm, and the severity of the pvl was moderate-severe. The snare used was a medtronic snare. A second valve was not implanted after the valve dislodgement, and the physician is observing the patient's status.

Manufacturer narrative:
Updated data: a4. B2. B5. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-34; product ID: d-evolutfx-34; serial/lot: (B)(6); UDI: (B)(4); manufactured date: 2025-10-15; use by date: 2027-10-15; implant date: n/a; FDA site ID: (B)(4). H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: the patient executive summary was reviewed and determined to contain sufficient information to assess the relevant anatomy. Imaging review demonstrated a minimally calcified aortic valve with an annular perimeter of 84.2 mm and a perimeter-derived diameter of 26.8 mm, which is consistent with consideration of a 34 mm evolut valve. The left ventricular outflow tract was flared, measuring 89.8 mm. Tortuosity was noted within the iliofemoral arteries; however, no significant calcification or tortuosity was observed in the aorta. The aortic root angulation was measured at 63°. One intraprocedural image and one media file were provided for review in relation to the reported event. Review of the available imaging demonstrates that following final valve release, ventricular dislodgement of the valve occurred, resulting in significant aortic insufficiency/ paravalvular leak. The minimal aortic valve calcification observed may have been a potential contributing factor; however, no definitive association with the ventricular dislodgement has been established. The valve dislodgement event itself was not captured in the provided documentation; therefore, the mechanism leading to ventricular dislodgement could not be determined. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.